Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) experienced a blood back. The patient was an overdose patient that was not expected to live and did expire while connected to the cardiosave unit. The information obtained from the customer indicated that the blood back may have occurred post mortem during an organ procurement. No claim has been made that the cardiosave unit was attributed to patient death.

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) experienced a blood back. The patient was an overdose patient that was not expected to live and did expire while connected to the cardiosave unit. The information obtained from the customer indicated that the blood back may have occurred post mortem during an organ procurement. No claim has been made that the cardiosave unit was attributed to patient death. Related to iab complaint mfg report number: 2248146-2022-00500.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g2, g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: a2, b2, b5, h6(problem code). A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse noticed blood on pim where catheter connects into pim. Opening unit reveals blood spillage all through inside of unit all the way down to battery compartment. Staff has chose not to repair unit. No further information will be gathered from machine as it is inoperative.